Event description:
The customer reported that while in patient use the ventilator displayed low/varying volumes. Patient was removed from the ventilator and placed on another ventilator. No patient harm.

Manufacturer narrative:
The carefusion field service technician evaluated the ventilator and n vol ac mode with 600ml vti set, found that the delivered volumes were 270 ml at that setting. Inspection revealed that the lower left screw pin in the outlet chamber of the muffler housing was completely broken out. Replaced muffler housing assembly and performed operation testing. Ventilator operates according to factory specifications.

Manufacturer narrative:
The carefusion failure analysis technician evaluated the turbine muffler and visually performed inspection of muffler housing and found broken left bottom screw insert and right bottom screw insert has a crack. Note this crack and broken component were the cause of a leak and therefore caused low vte volumes. Findings/root-cause: reported problem was duplicated and isolated to broken muffler assembly. This issue is addressed in an internal correction.